Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead vector exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the stored daily threshold and impedance measurements trend. The data was reviewed and the high out of range shock impedance measurement on the rv lead vector appeared to be an isolated out of range measurement. Ts recommended for a defibrillation threshold (dft) test to be performed for further lead evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.